Event description:
Needle breakage: customer stated while closing the skin the needle broke at the tip. An x-ray was taken and the surgeon was unable to find the tip. There are no reported adverse consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.